Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of obtaining a false negative result for one patient in association with vidas® sars cov-2 igg (ref 423834, lot 1008342800) in comparison with other method. An internal biomérieux investigation was performed. Investigation: review of the batch history and quality control records did not show any anomalies during the manufacturing, control, or packaging processes. Control chart analysis: the complaint laboratory analyzed the results of 5 internal samples (target: 1.58 - 4.42 - 2.23 - 2.45 and 1.75 tv) on 8 different batches of vidas sars-cov-2 igg ref. 423834 including customer's lot 1008342800. The analysis of the control charts showed that all results are within specifications, including the customer¿s lot. Complaint laboratory testing: the customer submitted a frozen, 500 ul sample of ID# (B)(6). The complaint laboratory tested 3 internal samples (targets: 1.70 - 2.18 and 2.52 tv), as well as the customer¿s sample, on retain kit vidas sars-cov-2 igg (ref. 423834; lot 1008342800). The internal sample results are within their expected specifications and interpretations. Biomérieux reproduced the customer's negative (index <1.00 negative) results for the patient sample they submitted. The vidas sars cov-2 assay¿s target is rbd which is part of spike protein s. Then the complaint laboratory tested the customer's sample on a competitor¿s method (euroimmun elisa antisars-cov-2 igg ref. 2606-9601g). This design of this test is based on the detection of antibodies against spike protein (s). The sample gave negative interpretation (index <0.8 interpretation negative) using this method. The r&d characterization department then followed with in-house western blot testing (with internal raw material and external nucleocapsid antigen), including the customer sample. This test showed: the presence of human antibodies against nucleocapsid with a very high immune-reactivity for igg and igm. Presence of igg antibodies against rbd with an immune-reactivity with lower than an internal sample with a target below the positive threshold of vidas sars cov-2 igg. Presence of human iga antibodies against rbd and igm antibodies against rbd with an immune-reactivity close to the positive threshold than an internal sample with a target below the positive threshold of vidas sars cov-2 igg. The patient has mainly igg and igm antibodies against nucleocapsid and igg, iga and igm antibodies against rbd in lower proportion. This profile could explain the different results observed: negative result for vidas sars cov-2 igg (target = rbd). Positive for dia pro covid-19 igg (target = nucleocapside and spike). Positive for pcr. Negative for euro immun anti sars-cov-2 igg method (target = spike). Root cause analysis and conclusion: according to investigation outcomes, it seems that the results observed by the customer are due to the sample profile itself with mainly presence of igg and igm antibodies against nucleocapsid and igg, iga and igm antibodies against rbd in a lower proportion. The vidas sars cov-2 igg package insert (ref.423834) contains the following information in the ¿limitations of the test¿ section: ¿the individual immune response following sars-cov-2 infection varies considerably and might give different results with assays from different manufacturers. Results of assays from different manufacturers should not be used interchangeably.¿ according to investigation outcomes, there is no reconsideration of the performance of vidas sars cov-2 igg ref. 423834 batch lot 1008342800 to its expectations.

Event description:
A customer in the (B)(6) notified biomérieux of obtaining discrepant results with a female patient¿s sample when using vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot and expiry date not reported) compared to other methods. Vidas® sars-cov-2 igm: negative. Vidas® sars-cov-2 igg: negative. Pcr: positive. The woman was in quarantine. The customer performed another test with the same sample and they obtained positive results (microtiter technique). The patient went to the hospital where their igg results were positive. The method used was not reported. A new sample was collected from this patient and tested with different methods. The results obtained were vidas® sars-cov-2 igg negative (lot number unknown) and microtiter positive. There is no indication or report from the laboratory or physician that this incident led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.